Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain and swelling at their ipg site. In turn the patient was admitted to the emergency room, administered antibiotics, and a CT scan was performed. Fluid was found to be located at the patient's ipg site. The patient's scs system was explanted the following day to address the issue.